Event description:
It was reported that the device's tip broke off before a procedure. The device's tip breaking during a procedure can cause an infection risk if loose parts were to fall into the surgical field. There was no impact to the patient or delay to a procedure.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device discarded by customer.

Event description:
It was reported that the device's tip broke off before a procedure. The device's tip breaking during a procedure can cause an infection risk if loose parts were to fall into the surgical field. There was no impact to the patient or delay to a procedure.